Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were provided for review which found: single ap view shows a complex lumbar construct extending from iliac screws to at least l1. Bilateral rods are connected through lateral connectors to iliac screws bilaterally. Pedicle screws are present at s1, l5, l3 and l2 with the rods extending cephalad to the film. There appears to be a burst fracture at l4. It was reported that there was a broken screw. This is thought to be the right iliac screw although this cannot be verified from this single film.

Manufacturer narrative:
Additional info: visual review confirms cmas screw broken at the base of the head. Secondary (post-fracture) surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface noted fracture surface damage, as well as identified multi-modal fractures, with an initial region with evidence of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the closed multi-axial screw broke. Patient complications are unknown at this time.